Manufacturer narrative:
Continuation of d10: product ID evolutfx-34 (serial:(B)(6) product type: 0195-heart valves; implant date; explant date product ID l-evolutfx-34 (lot: 0012623715); product type: 0195-heart valves; implant date; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, it was reported that the annulus size was between a 34 mm and 29 mm valve. A 34 mm valve was attempted; however, the valve dislodged and was recaptured four times. The valve was removed from the patient. A 29 mm valve was used and was deployed successfully in a good position.